Event description:
The customer reported a detachment/disconnection of the scope connector screw during reprocessing involving an olympus colonovideoscope.there was no patient involvement reported.

Manufacturer narrative:
Customer address-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.